Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch modes. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to switch modes. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's main knob does not align with the device setting markings on the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The main knob was retightened and the front panel overmold switch was remounted as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.